Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during the left hemicolectomy, after squeezing down the firing trigger, confirmed the firing trigger was rest on the handle. The breakaway was not cut through, and could not cut the tissue, with malformed staple line. Scalpel and suture was used to complete the surgery. There were no adverse consequences to the patient.